Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Product was not returned. Although several attempts have been made, no additional information has been received. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00206, 00207. This event occurred in (B) (6).

Event description:
Allegedly revised due to broken neck.

Event description:
Allegedly revised due to broken neck.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.